Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered for investigation. There is no information at this time to suggest an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. The patient hadn't been feeling well and drove himself to the emergency department. The patient collapsed when in the emergency department, and resuscitation attempts were unsuccessful. The lifevest detected vt at 12:31:05. The rate of vt fell below the physician-prescribed threshold of 170bpm, so no treatment was delivered during the run of vt. The run of vt self-converted to af. At 13:03:16 the patient degraded from sinus bradycardia to vf. The patient was in vf for 42 seconds, but CPR artifact prevented the lifevest from delivering a treatment during the run of vf. The vf then transitioned to asystole, which the lifevest considers to be a non-treatable rhythm. The patient remained in asystole until the lifevest electrode belt was disconnected at 13:19:30. The run of vt fell below the physician-prescribed threshold of 170 bpm. The CPR artifact prevented the lifevest from completing the treatment sequence during the run of vf.